Event description:
Received general report of undocumented number of leaking tubings at cassette. These have been leaking at the weld where the valves are located at the d line. Solutions being infused include chemo drugs and blood products. Tubings were changed to solve problem, however there was a small amount of loss of drug and blood because of spill and re-prime, also required chemo spill regimen. No pt harm reported.

Manufacturer narrative:
The set involved in the reported incident was not returned for evaluation because of the chemical hazards in handling. Six sets from the same lot number were functionally tested. One set failed the cassette test, but this failure is not related to the reported incident. The other five sets functioned normally, none of the cassettes exhibited any fluid leakage during the evaluations. The final product work order was reviewed and found acceptable. No conclusion can be drawn for the cause of the leakage.